Event description:
Patient had an infection, the doctor took x-rays, discovered 2 plates were broken. Revision surgery performed to remove the broken plates. Doctor believes this occurred by external injury, such as falling down or being hit by someone; however, there is no way to confirm, as the patient is mentally disabled and cannot communicate.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The user facility is foreign; therefore, a facility medwatch report will not be available.